Event description:
It was reported that "after application of the first clip, the device jaws remained in the closed position on the cystic artery. The surgeon tried unsuccessfully to open the jaws. A hemorrhage took place, then he converted the procedure into a laparotomy and consequent anastomosis, and suture vascular injury. This prolonged the hospitalization."

Manufacturer narrative:
We are waiting for the device to be returned to conmed corp, utica, ny. Upon arrival, we will return this device to the mfg sit for he engineer to do an evaluation investigation. When the closing of the investigation is completed, I will send you a supplemental report.